Event description:
Please refer importer report#: (B)(4)

Manufacturer narrative:
Amistem h femoral cementless stem size 4 std: ref. 01.18.134/ lot# 130600 ((B)(4)items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) items belonging to this lot have been already sold without any other similar incident. Mectacer biolox delta ball head 28 s (k112115): ref. 01.29.201/ lot# 115762 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) items belonging to this lot have been already sold without any other similar incident. Versafitcup dm pe liner 28/56 mm (k092265): ref. 01.26.2856mhc/ lot# 130736 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) items belonging to this lot have been already sold without any other similar incident. Versafitcup dm acetabular cementless shell 56 (k083116): ref. 01.26.56mb/ lot# 125495 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. All the items belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the infection is device related.